Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/24/2018. Device returned to manufacturer? Yes. The product was received in a zip lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis symfony multifocal intraocular lens (model zxr00 and +20.5 diopter) was scheduled to be explanted from patient¿s left eye because the patient was not happy with the lens. Additional information was received and it was learnt that the lens was explanted in secondary procedure because the patient was experiencing myopia beyond expectation. Customer also confirmed that there was no product problem. Lens model zxr00, +18.0 diopter was used as replacement for the patient. One suture was used. There was no patient injury reported. The patient was reportedly doing fine post op. No further information was provided.